Event description:
The customer indicated that a burn occurred, on the outer corner of the mouth, first or second degree, and was treated with ointment. The burn occurred from a split in the tube that was approximately three inches from the metal and measured 2-3 inches long.